Event description:
It was reported that a transmitter battery issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information g3: date received by manufacturer ¿ additional information g6 type of report ¿ additional information. H2: additional information.

Event description:
It was reported that a transmitter battery issue occurred. Passed. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.